Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father was reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 11.4 mmol/l and the sensor glucose was 4.2 mmol/l at the time of the incident. The sensor has been turned off as is kept alarming. Earlier suspend also triggered with sensor glucose at 3.8 mg/dl and blood glucose was 15.8 mg/dl. The device will not be returned for analysis.